Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that she was in a lot of discomfort because her bladder was starting to get backed up because it doesn't empty correctly. Patient was going to adjust therapy but when she went to look for patient programmer she could not find it b/c its lost. No further complications were reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that not emptying their bladder correctly was part of their symptoms without the stimulator; their bladder doesn't empty when the stim is off. The patient was concerned about not being able to program their new programmer for a week, because stim was off for a week while they were awaiting their new programmer, but it is fine now. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient hadn¿t been contacted by a representative. It was reviewed that the patient needed their healthcare provider to contact one and the patient admitted that they hadn¿t done that yet. No further complications were reported.